Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms and no sensing or capture. A lead fracture was also observed more than a year ago. The patient required atrial pacing so a new ra lead was successfully implanted. Additional information was received indicating that the cause of high out-of-range pacing impedance was due to lead fracture but it was not confirmed through x-ray. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.